Event description:
Per the clinic, the patient experienced wound healing issue at the implant site which leads to extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown over the implant. Subsequently, the patient was treated with oral (specific date and duration not reported) and topical antibiotics on (B)(6) 2025 (specific duration not reported). Device analysis report attached.